Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.